Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an unknown issue resulting in possible ¿disorganized or missing¿ results on the onetouch veriopro meter. The patient did not have the testing supplies at the time of troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged product issue remained unresolved.